Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One dispensed needle suture outside its packaging was returned for analysis. Product code sxpp1b105. During visual inspection of the sample, the suture was examined, and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. No conclusion could be reached as on what caused the reported complaint. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 barbed suture was used. When passing the needle through in the loop, the suture was broken even though it was not pulled with strong force. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.